Event description:
It was reported that the intra-aortic balloon (iab) was inserted while the pt was in the operating room. The insertion site was the pt's femoral artery and a sheath was used. After two days of intra-aortic balloon pump (iabp) therapy, the perfusionist removed the iab from the pt. On removal of the iab, the perfusionist noticed a hard black clump attached to the fiber optic strand in the lumen of the balloon. There were also loose black flakes as well. There was no fresh blood in the balloon and no alarms indicating a puncture (pump serial number (B)(4)). Other than this foreign object the balloon performed as designed and was removed by the md. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. Iabp therapy was not interrupted. The pt outcome is listed as fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.